Event description:
The international customer reported the device alarmed and vent inop when the unit was turned on. During drpt review. Showed codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use, but there was no patient harm reported. The service technician stated that the motor controller board, data acquisition to motor controller board cable and the blower were replaced to address the reported issue.